Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a lost transmitter and his blood glucose was 550 mg/dl at the time of the incident. Customer's current blood glucose is over 200 mg/dl. Customer felt a little tired due to his high blood glucose. Customer treated with a bolus and a manual injection. Customer stated that he will contact his health care provider. Customer's high blood glucose event began on (B)(6) 2017. Customer stated that the drive support cap is flush. Customer reported that insulin exited at the quick release. Customer stated that he was using the threshold suspend feature during the time of the high blood glucose event. The pump passed the high pressure test. Customer was advised to do a complete set change. It was found that the pump is functioning as designed.